Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2016. Product event summary: lead returned with the helix fully retracted and tissue visible in it. Removed tissue with alcohol. Helix extends but is bent, damaged at implant attempt.

Event description:
It was reported that at the patient¿s post op check the day after implant the right ventricular (rv) lead exhibited high thresholds and no capture at eight volts. A chest x-ray (cxr) confirmed lead dislodgement. It was noted that there was tissue in the lead tip and that helix was unable to extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.